Manufacturer narrative:
(B)(4). The pcs assembly (p/n 96-3006-001w, s/n (B)(4)) was returned for evaluation. Visual inspection of the pcs assembly was performed and noted the vent port was rusted. No other abnormalities were noted. The pcs assembly in question was installed into known good autocat2w and performed functional testing. The known good autocat2w with the pcs assembly in question installed failed the functional test. The pump alarmed "purge failure" immediately after pumping was initiated. The pcs assembly was then removed from the pump. The pcs assembly in question was installed onto the mdt-50 leak tester and failed leak testing. A small leak was detected to be coming from the vent port v1. The vent valve v1 was powered with 12 vdc using external power supply and no clicking sound was noted. The external power supply was then switched on/off multiple times and still no clicking sound was noted. Visual inspection of the pcs assembly internal hardware was performed and found the release spring inside the vent valve was stuck. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "alarm, purge failure" is confirmed. The reported alarm was replicated during the functional test at teleflex (B)(4). The pump alarmed purge failure immediately when pumping was initiated. A leak was detected to be coming from the vent port and was likely caused by the stuck release spring in the vent valve. The purge failure alarm was caused by the leak. The cause of the release spring malfunction is undetermined.

Event description:
It was reported via a field service report: (B)(4). Symptom: preventative maintenance (pm) & repair constant purge failures. Findings / action taken: perform pm and functional check - would not pump - purge failures found and replaced defective pcs assy. Replaced old battery and fos connector. Fcn level: 1416. Software level: 2.24. Op = on patient confirmed. Pump was swapped out with no patient issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report: (B)(4). Symptom: preventative maintenance (pm) & repair constant purge failures. Findings / action taken: perform pm and functional check - would not pump - purge failures found and replaced defective pcs assy. Replaced old battery and fos connector. Fcn level: 1416 software level: 2.24 op = on patient confirmed pump was swapped out with no patient issues.